Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time intermittently shifted a few minutes every month. There was no reported impact to the customer's blood glucose level. Tandem technical support education customer that the time change was within normal pump function.